Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03160. It was reported the patient was experiencing ineffective stimulation due to high impedance. Surgical intervention took place to explant and replace on of the patient's leads. Surgery addressed the issue. All of the patient's leads are being reported as it is unknown which leads was replaced.